Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I can feel stabbing on both sides') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial thickening ("her endometrial thickness due to her period") and menopause ("she was a the premenopausal age"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, endometrial thickening and menopause outcome was unknown. The reporter considered endometrial thickening, menopause and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: case category updated to serious incident. Essure removal details were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.